Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI#: (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
D11- medical product oss 7cm segmental femoral rt, item# 150354 , lot# 171250, oss poly tibial bushing, item# 150476 , lot# 678220, oss mod tib baseplate 79mm item# 150424 , lot# 811420, oss cemented im stem 13mmx90mm item# 150362, lot# 169330, bmet arcom ap patella 34mm item# 11-150822, lot# 801050, oss axle item# 150480, lot# 936720, oss reinforced yoke item# 150493 , lot# 190020, oss poly femoral bushings, item# 150477 , lot# 166910, oss poly lock pin item# 150478, lot# 879820, oss 3cm ellip diaphyseal seg item# 150461 lot# 627580, oss poly femoral bushings, item# 150477, lot# 420580, refobacin bone cement r 1x40g, item# 3003940001, lot# a801dj1904.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2020-03476. Medical product: unknown oss femoral. (B)(6). Customer has not indicated whether or not the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent treatment for a periprosthetic fracture and, subsequently, patient was revised due to loosening of the femoral stem. There is no additional information at this time.